Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having low blood glucose. Customer was requesting a new transmitter. Customer's blood glucose was 38 mg/dl and was treated with sprite soda which caused blood glucose to elevate to 294 mg/dl which was treated with insulin pump and water. Customer declined troubleshooting.